Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported thrombus on the device occurred. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A 30 mm watchman ® laa closure device was successfully implanted with a complete seal noted. The patient was on novel oral anticoagulants (noacs) medication. In (B)(6) 2017, the patient had a follow up transesophageal echocardiogram (tee) which revealed thrombus on the surface of the closure device. There was no change in the seal of the device from the implant procedure. The patient's medication was changed to warfarin. The patient is currently stable and will have a repeat tee in 1-2 months.